Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, no leakage was noted during preparation, a peel away sheath was used to advance the catheter into the introducer, and the correct inflation medium and nominal pressure was used to inflate the balloon. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to the reported event. H3 other text : device not returned for analysis.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) would not deflate inside the patient. The balloon catheter was successfully deflated by the physician after ten minutes. The procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) would not deflate inside the patient. The balloon catheter was successfully deflated by the physician after ten minutes. The procedure was completed successfully. There were no clinical consequences to the patient.